Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations and the possible explanations for the out of range impedance measurements. The consultant recommended further testing. A revision procedure was performed and the device set-screws were re-tightened to resolve the issues. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this left ventricular (lv) lead is exhibiting pacing impedance measurements greater than 2000 ohms one day after the device was electively replaced. Impedance measurements were around 300 ohms after the procedure. Threshold and sensing measurements are stable. No adverse patient effects were reported.